Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H11: three (3) actual devices and a photograph were received for evaluation. The returned photograph was reviewed, and there were no issues observed. The actual samples were visually inspected and did not identify any abnormalities that could have contributed to the reported condition. Pressure testing underwater was performed, and two actual samples presented a leak in the rubber part of the luer active of the last connection of the assembly. A clear passage under water was performed, and no defects were observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) clearlink system continu-flo solution sets leaked from the in-line luer port closest to the patient from the IV bag. This was observed during infusion. The device contained ertapenem and normal saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.